Event description:
It was reported that the patient underwent a revision procedure 1 years 2 months and 23 days post implantation due to dislocation that resulted from a fall. The patient underwent a head and liner exchange. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Ep-200150 act artic e1 hip brg 28x44mm lot number unknown. 51-100050 tprlc 133 fp type1 pps so 5.0 lot number is unknown. Foreign: south korea. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed with no complications noted. The patient fell due to an unknown reason and suffered a dislocation. A revision occurred with the head, liner and bearing revised. It was reported the patient dislocated due to a fall. As the reason for the fall is unknown, a definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01505 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.